Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 495 mg/dl at the time of incident and the current blood glucose level was 245 mg/dl. Customer stated that the blood glucose level was 189 mg/dl, after lunch customer took the bolus and later on the another bolus the blood glucose level goes to 429 mg/dl. On another day the customer takes the breakfast and the blood glucose was 65 mg/dl and at the same day in the morning the blood glucose was 259 mg/dl. Customer also stated that the blood glucose was 150 mg/dl when she takes the bolus without breakfast. Customer blood glucose was 350 mg/dl after the dinner. The customer was treated with insulin pump. The customer declined troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.